Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
A revision procedure was performed were the rv and right atrial (ra) lead's were surgically abandoned on the left side due to vein occlusion on the patients left side. New leads were successfully implanted on the patients right side along with a new device. Due to the lead being surgically abandoned, the lead will not be returned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker dependent patient experienced a syncopal episode. While the patient was transported in the ambulance to the hospital, a pacemaker wenckebach pattern of greater than 100 paces per minute (ppm) was noted, the patient's maximum tracking rate (mtr) was only set to 100 ppm. The right ventricular (rv) lead safety switch (lss) was also found triggered, however when the lead daily measurements were checked, no out of range measurements were noted. The lead was tested in unipolar and bipolar mode and appeared stable. Isometric pocket manipulation did not exhibit any noise. The field representative programmed the mtr to 120-130 ppm to allow the patient's atrium drive the rate and provide more atrial kick. No additional adverse patient effects were reported.

Event description:
Additional information was received that rv lead impedance measurements recently decreased from a value of 550 ohms to less than 100 ohms in bipolar pacing mode. The patient was admitted to the hospital in complete heart block with loss of capture (loc) and an escape rhythm of 40 beats per minute (bpm). The rv lead was programmed to unipolar pacing mode where capture was observed with a threshold measurement of 2.3 volts at 1 millisecond. No adverse patient effects were reported.